Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c6 ophthalmic artery lateral wall aneurysm and bilateral embryonic cerebral posterior with a max diameter of 5mm and a 3mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.7mm distally and 4.9mm proximally. The access vessel was the femoral artery, with 7.8mm diameter. It was reported that the original plan was to deploy the distal starting segment of the communication after the distal end was close to it. After the access was established, phenom 27 catheter was in place without any problems, and pipeline flex ped-20 stent was immediately removed. The stent was deployed according to the standard operating procedure. The stent tip was opened in the m1 straight segment, and it was found that the distal end of the stent was difficult to open. After deployed about 10mm and waiting for about 20 seconds, the stent slowly opened, but it was found that the distal end of the stent was not completely opened. After removal, it was found that the distal end of the stent was damaged. Then, a new stent ped-18 was replaced for treatment. After multiple attempts, the situation was the same as before, and the distal end could not be opened smoothly. Finally, it was decided to replace phenom 27 catheter and ped-18 for treatment. The opening process was very smooth and the surgery was successfully completed. It was unknown that pipeline was used for an indication that is not approved (off-label). The reported device and any accessory devices were prepared and flsushed as indicated in the instructions for use (IFU). No patientsymptoms or complications were associated with this event. Ancillary devices include a stryker guidewire and jiaqi microcatheter.

Event description:
Additional information received reported that the cause of the opening failure and damage was not determined. The tip end of the stent was worn and unable to self-expand properly. There was no kink/damage observed to the catheter. No resistance occurred. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were used in an attempted to open the pipeline, the patient was undergoing treatment for a c6 ophthalmic artery lateral wall small aneurysm, which was 3mm in diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. As found condition: the pipeline flex was found stuck inside the distal tip of the phenom 27 catheter, within the inner pouch, outer carton, bio-hazard bag, and shipping box. Damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed. The proximal end was found to be open and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 2.5 cm to 10.3cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which rules these out as potential causes. It is possible that the damaged braid contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex was returned stuck inside the distal tip of the phenom 27 catheter. Both the pipeline flex shield and the catheter were found to have damage. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was applied. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex through the catheter against resistance. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. The customer indicated that the vessel tortuosity was moderate, and a continuous flush was used, which eliminates them as potential causes. The root cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.